Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the trunk cable connector was broken and the locking nut was missing. As a result, the electrode belt was unable to securely connect to the patient's monitor. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.